Event description:
During evaluation of a returned, unopened pump/gravity solution set, disconnection of the tubing from the drip chamber was identified. There was no patient involvement as this occurred during testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified that the tubing was not fully inserted into the drip chamber. During push-pull testing, the tubing became disconnected from the drip chamber. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the disconnection was determined to be under insertion of the tubing into the drip chamber by the machine/equipment during manufacturing. This issue is being investigated through CAPA.